Event description:
It was reported that the handpiece continued to run on its own prior to the start of an orthopaedic surgery. There has been no reported pt or user injury, and the procedure was completed successfully with a backup saw.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a possible cause for the alleged condition of the handpiece continuing to run on its own was problems with the motor cartridge, bearings, and the press plug, which have each been replaced along with other components. Service did a clean, lube, and adjust to the device, and it was returned to the customer.